Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the charging issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system pcb assembly and observed that the charging issue would not recur once the pcb shield screws were removed. When the screws were put back into place, the device exhibited the charging issue again. A conclusive cause of the charging issue could not be determined.

Manufacturer narrative:
Physio-control evaluated the device and verified the charging issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system pcb assembly and observed that the charging issue would not recur once the pcb shield screws were removed. When the screws were put back into place, the device exhibited the charging issue again. A conclusive cause of the charging issue could not be determined.

Event description:
The customer initially reported that their device was slow to power on when hitting the on button, but not significantly delayed. After an evaluation of the device by physio-control, it was observed that the device could not charge and deliver defibrillation energy. There was no patient use associated.